Event description:
Further follow-up indicates the infection has resolved.

Manufacturer narrative:
It was reported that the patient presented with a fever and potential infection on (B)(6)2020 after being implanted with a trial system on (B)(6) 2020. The trial leads were pulled on (B)(6) 2020 and the patient was prescribed with keflex for seven days. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-32773. It was reported the patient¿s trial leads were removed due to an infection. Postoperatively, the patient is on antibiotic therapy.